Event description:
The pt felt stimulation only on one side of the body and not both. She felt overstimulation on the right side where the stimulator was placed; all the stimulation went to the right side even when trying to increase the left side. She was not getting pain coverage on her left side, it had been intermittent since implant. The device was programmed 2 or 3 times and the stimulation was still not working properly. Current impedance measurements were normal. X-ray showed the lead had deviated minimally to the right. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).